Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on electronic assembly. Moisture damage found on motor assembly. The insulin pump was received with cracked battery tube threads, cracked case along the side of the battery tube, cracked reservoir tube lip, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and blank display anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised they went into the swimming pool while wearing the insulin pump. Customer advised they had a blank display and the insulin pump vibrated. Customer advised the display screen went blank immediately after being exposed to moisture and would not function. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.